Event description:
It was reported by the sales rep that during a case the dr was inserting the screw into the hole, the screw broke in tiny particles. The surgeon removed all broken parts. When the surgeon was performing the second turn of thread, also a second screw used presented the same failure. A third screw was utilized and the surgery was completed with the planned surgical result.

Manufacturer narrative:
Additional info will be provided once investigaiton is completed.